Event description:
Enduser advised right motor needs to be replaced and joystick works intermittently, advised joystick flashes two times and then the yellow light comes on.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.